Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The audio tone/vibrate feature on the pump functioned properly during testing. No audio/vibrate anomaly noted during testing. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable oe) was found in the formatted history file due to hardware error (hse clock timeout). No motor arm cannot communicate with the main arm alarms noted during testing. No unexpected post-reset ram crc alarm, history pointers failed, or trace pointers are invalid alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call hardware low level failure alarm and audio anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the hardware low level failure alarm was performed. Customer advised the insulin pump failed the self-test. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.